Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. The device was returned inserted in the customers sheath. The customers sheath was damaged. For investigation purposes the device was removed from the sheath to facilitate an examination of the balloon. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full circumferential tear was identified in the balloon material 10mm distal from the proximal markerband. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.